Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP. The manufacturer received information from the patient alleging death. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.